Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported a discrepancy between sensor glucose and blood glucose. The customer reported a blood glucose value of 280 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The troubleshooting was performed and it was found that insulin was suspended. The event involved product(s) mmt-7040c1. The customer reported a discrepancy between sg and bg that is not within range after fewer than 4 days of wear. The customer has been using the insulin pump system within 48 hours of a reported high bg event. The initial high-pressure test did not pass. The high pressure test was repeated and it passed. No further patient complications were reported. No product return is required for mmt-7040c1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.